Event description:
It was reported that it was not helping and the patient had given up on it. The patient¿s bowels always worked regularly and since implant was placed and all of the sudden went for a few days. Even when turning down, the patient had a low sensation going up the butt. The bladder wasn¿t affected at all, maybe a little, but there was more influence on the bowels. It was more about where the wires got put. The patient would be setting and a spasm shot up the rear and they didn¿t feel like having constipation so they turned it off and gave it a couple of months. The patient¿s health care provider (hcp) then injected and did botox. The patient didn¿t take medicine and it didn¿t help at night. The hcp stated the body manufactured more at night and every couple of hours the patient was getting up and had to run to the bathroom. The patient had a strong urge to go and even after the botox it didn¿t do them any good. The device had been off since last june. The patient remembered the hcp stating there was a reason where the wires were placed. The patient didn¿t know if it had worked because they didn¿t know if it was placed right. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that since implant of the implantable neurostimulator (ins) the stimulation would ¿run through her body and it was uncomfortable¿. They also mentioned they felt like they had constipation. The patient was not sure the ins was on but initially they thought it had died due to normal battery life but they were not sure because they felt the stimulation. The battery depletion was not confirmed. They were not sure if it was on or off. The patient stated they had a loss of therapy when laying down and when they stood up or tried to get to the bathroom they leaked down the leg in most cases. The patient noted that they might try to use the programmer to see the ins status. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported their weight at the time of the event.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0ef6w, implanted: (B)(6) 2014, product type: lead; product ID neu_pt m_prog, serial# unknown, product type: programmer, patient. (B)(4).